Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/6/2021. Additional information: d4 - the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: 2470297 and 2526310. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/10/2021. Additional information was requested, and the following was obtained: 1. What is the lot number? B4yde00211. 2. Are there pictures of the damaged device available? No. 3. Is the device available to be returned for evaluation? If so, please provide the status of the return and any available tracking information. Yes. Investigation summary: one vst10 device was returned with adapter attached. The spray and drip tip were not attached. The carton was also returned. 9ml of the biologics remained in the device. The white female luer on the adapter broke off, with a piece remaining inside the male luer connector of the spray and drip tip. The gray luer lock was therefore, no longer attached to the adapter. There are signs of damage to the gray luer locks, on the middle flat portion of the adapter, and near the logo on the spray and drip tip. It appears a tool was used to tighten the luer locks, which may have caused the part to break. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 4/8/2021. Additional information: h6, h4 ¿ the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch 2470297 mfg date: jun 24 ~jun 26, 2019, exp date: jun 24, 2022. Batch 252631 mfg date: oct 14~oct 21, 2019, exp date: oct 14th, 2022. Manufacturing record evaluation was performed for the possible finished device lots, and all component parts utilized for this batch have been manufactured in accordance with customer supplied specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? Are there pictures of the damaged device available? Is the device available to be returned for evaluation? If so, please provide the status of the return and any available tracking information. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a fibrin sealant preparation device was used. While tightening the grey knob one of the luer tips broke. No adverse patient consequences were reported. Additional information was requested.